Manufacturer narrative:
H4: the lot was manufactured from may 02, 2022 - may 04, 2022. H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The devices were not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H10: the actual device was received for evaluation. Visual inspection was performed and evidence of leak (backflow) at the fill port after the fill port cap was opened was observed. Subsequent examination on the unit revealed the root cause of the leak (backflow) at the fill port was due to a glass fragment measured to be 1.00 square mm in size, stuck under the device checkband. The most likely cause of the glass fragment stuck under the checkband is user filling technique. The use of a filter during fill is recommended in the product label (IFU, instructions for use). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the (3) three large volume infusors were leaking from an unspecified location. This issue was discovered prior to patient use. There was no patient involvement. No additional information is available.